Manufacturer narrative:
The device was evaluated and the reported complaint condition could not be duplicated. The device was tested and successfully passed all operational verification testing.

Manufacturer narrative:
The console will be evaluated and a follow up medwatch will be submitted if additional information becomes available.

Event description:
A report was received stating that the delivery pressures displayed on the mps are not matching the pressures that the surgeon sees at the table. The report stated that the surgeon's team is having to flow at lower flow rates to compensate for the higher pressures being displayed on the mps. The console will return to quest medical for investigation/repair.